Event description:
A distributor complaint was reported by dinno santé regarding a register erased and data error alert on a pump. There was no information relating to any adverse impact on the customer's blood glucose level. The customer proceeded with the return of the device, and a replacement pump was provided with a new serial number.